Event description:
During a in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient is stable and will continue to be monitored.